Event description:
During the procedure, the physician used a cook endoscopy memory ii double lumen extraction basket. The extraction basket was advanced through the endoscope. When extension of the basket was attempted, the inner driver wire punctured the outer sheath near the proximal end of the device. The physician continued to use the device to complete the procedure. An injury to the user or patient did not occur.